Manufacturer narrative:
The insulin pump passed the displacement test and selftest. No audio anomalies noted during testing. Audio levels changed when adjusted. Hardware low level failures confirmed in insulin pump history with variable (03) due to broken trace at keypad assembly (pins 1 & 6). Insulin pump received with cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the they did not hear beeps when audio volume settings were saved. Customer also reported insulin pump alarmed hardware low level failure. Customer's blood glucose value was 9.5 mmol/l at the time of the incident. Customer states the pump has cosmetic damage. Customer able to clear the alarm and received request to rewind the pump. Advised customer to performed self-test which was failed. Error table does not indicate the pump should be replaced. The device will return for analysis.